Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericardial effusion. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a versacross connect access solution for faradrive rf wire the patient experienced a pericardial effusion. It is unknown when during the procedure the pericardial effusion was first observed. Pericardiocentesis was performed. It was noted that the procedure was able to be completed, and the patient is expected to fully recover.